Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that, in (B)(6) 2012, patient began having periodic, debilitating pain in the front of the thigh down into the leg, and difficulty lifting her leg. MRI and blood test show fluid on the hip and elevated metal levels. Revision surgery is scheduled for (B)(6) 2013.